Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station restarted by itself. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was restarted by itself when trying to get medication. A field service engineer conducted power functionality testing within the application and reviewed hardware test application configurations. Power management settings were verified and adjusted accordingly. The station was observed to operate without rebooting or reverting to the windows screen. The system functioned as intended after the field service engineer repaired the device.